Event description:
It was reported that the surface of the zimmer air dermatome ii handpiece had cracks and blisters in various areas. All methods for cleaning and sterilization were validated and correct. No add'l clinical info was received prior to this report.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.